Event description:
Complainant alleged that during a routine shift check by a clinician, the device while performing defibrillation self test made a loud popping noise and intermittently displayed error message code "test fail" on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.